Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the motor device had damage in the locking components and the internal bearings that caused the device to overheat. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown, however it was reported that the event occurred in (B)(6) 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and it was determined that the motor device had damage in the locking components and the internal bearings caused overheating in the device, the lock cylinder and the pawls release were damaged causing the device to run in the safety position, and there was also a hole in the hose near the middle section. Therefore, the reported condition was confirmed. It was further determined that the device failed pretest for safety assessment and visual assessment. The assignable root cause was determined to be due to locking the device while it was still running which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.